Event description:
Pt for revision left hip arthroplasty. Left hip replaced in 1982. Also had right hip replacement done in 1994. Now has loosening of the prosthesis and is admitted for revision with bone grafting.